Manufacturer narrative:
Device evaluation summary: analysis of the pump found ¿overinfusion ¿ undetermined root cause¿. During testing, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). This pump will be subjected to CT scan and possible long term dispense and weight testing, using last known infusion rate from full to empty. After this is complete, the pump will be subjected to destructive analysis for investigation of the motor stall.

Event description:
Additional information was received from a healthcare professional on (B)(6)-2016 and it was reported that the patient's history included post laminectomy syndrome.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional regarding a patient receiving hydromorphone (7.3 mg/ml at 2.4296 mg/day) and prialt (12 mcg/ml at 3.994 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain and chronic low back pain. On (B)(6) 2016 a motor stall was seen on initial interrogation of the pump. The patient had not recently had an MRI. The motor stall occurred at 12:25 on (B)(6) 2016. There were no other motor stalls or issues in the event logs. Additional information was received on 26-jan-2016 from a company representative and it was reported that the pump was replaced. The catheter was aspirated during the pump replacement procedure and it was confirmed to be patent. The pump logs indicated a stopped pump period may exceed tube message occurred on (B)(6) 2016. Additional information was received from a healthcare professional on 08-feb-2016 and it was reported that the patient symptoms related to the event were increased pain, hallucinations, confused, diarrhea, irritable, and un steady on feet. The motor occurred on (B)(6) 2016, the nurse evaluated the pump on (B)(6) 2016, tried to troubleshoot, and was unable to regain pump function. The patient was given oral medication to assist with withdrawals and the pump was replaced on (B)(6) 2016. The cause of the motor stall was unknown.

Manufacturer narrative:
Analysis has been completed. Long term testing of the pump found over-infusion with an undetermined root cause. During destructive analysis of the pump, corrosion and wear were found, indicative of a stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.